Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that their bellavista 1000 neo's main electronic display pin and display cable got damaged, it is also found that the inspiration block is leaky. The customer also reported that they exchanged the inspiration block to another working g5 unit and technical failure 401 (inspiration valve or device leaky) is still active. There is no information regarding patient involvement that was associated with the reported event.